Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, accurate investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Product met specifications upon release to distribution.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 did not deploy.¿ t1, t2 and suture were not returned. The delivery needle showed light damage. It was slightly bent toward the right and downward. The device cycled and actuated with light resistance since the delivery tip was slightly flattened. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction, the t2 did not deploy. A backup device was available to complete the procedure with no significant delay or patient injuries.